Manufacturer narrative:
The philips remote service center provided the customer with a diagnostic service quote on the alleged malfunctioning device. Philips made several attempts to reach the customer. However, the customer never responded, and the quote expired; no work was performed by philips. Based on the information available and the testing conducted, the cause of the reported problem can't be determined at this time due to insufficient information. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : no response from customer.

Event description:
It was reported that when the alarms go off, they do not sound in the external speaker. In the pcr they do sound, but not in the outside one. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).